Manufacturer narrative:
Correction made to a1: patient identifier: rp (previously submitted as wp). H10: the device was received for evaluation. A visual inspection was performed with the naked eye noted a heater bag tubing line separated from the cassette port which would cause a leak. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of an amia automated peritoneal dialysis (pd) set with cassette ¿became completely disconnected from the cassette¿ which resulted in a leak. This event occurred during drain three of five of pd therapy. Renal therapy services assisted the caregiver in ending the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.